Event description:
The reporter stated the haptic of an eyeonics lens was torn during loading of the cartridge into the injector. There was no patient contact or injury. Another same type lens was implanted. It was determined that the likely cause of the lens damage was due to the msi-tf injector.